Event description:
(This complaint is 1 of 2) the facility representative contacted baxter to report an infusor that had a ruptured bladder. The event occurred while the patient was walking on a treadmill at 6 km/hr (kilometer/hour). The customer stated that this is the second time this has happened. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicate normal receiver stimulator function with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).